Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline gender/age of the patients represented in the article is female/(B)(6). The model listed in the report is a representative, as there is no specific model listed with specific details. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿pseudo cryomapping for ablation of atrioventricular nodal reentry tachycardia: a single center north american experience.¿ indian pacing and electrophysiology journal 17 (2017) 95e99. Http://dx.doi.org/10.1016/j.ipej.2016.12.007.

Event description:
The literature publication reports the following patient complication while using a cryoablation catheter: there were multiple patients with transient atrioventricular (av) block; with unknown treatment/resolution noted. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.